Manufacturer narrative:
Additional information was received that the reason for revision was due to patient had loss of stimulation coverage and lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician and patient's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.